Manufacturer narrative:
On (B)(6)2020, mentor became aware that the capsular contracture; baker grade iii that the patient experienced was actually on the left breast. The left breast implant device was a 400cc mentor memorygel breast implant (catalog: 3504001bc lot: 7525109 sn: (B)(6). In addition, the implant was also intact upon removal on (B)(6) 2020. Mentor also became aware that the patient underwent replacement with a 400cc mentor memorygel breast implant (catalog: 3504001bc lot: 9428501 sn: (B)(6). Mentor also became aware that the suspect medical device was used as a sizer upon removal and prior to insertion of the replacement implant. The suspect medical device was placed back to the pocket after explantation to check for adequate dimensions and was then again removed. Per mentor gel implant's instruction for use, these devices are intended for single use only. On (B)(6)2020, mentor became aware that the suspect medical device has been discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: (right) 450cc mentor memorygel breast implant catalog: 3504501bc lot: 7491900 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and suspected rupture. Concomitant products: 450cc mentor memorygel breast implant (catalog number: 3504501bc, serial number: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with 450cc mentor memorygel breast implants and experienced postoperative right-sided capsular contracture (baker grade iii). The diagnosis was confirmed by a physician upon examination. Additionally, the physician suspected that the right-sided device was ruptured. As a result, the patient's impacted device is scheduled for explantation on (B)(6) 2020.